Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not complete testing) was confirmed. As received, the monitor failed testing. Upon evaluation, the q3 processor had shorted. The cause of the test failure is the shorted processor. The root cause of the shorted processor was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not complete testing.